Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Further investigation revealed that the device had reached elective replacement indicator (eri) with a battery voltage of 2.66v and a charge time of 19.88 seconds 68 months after being implanted. Premature battery depletion (pbd) was suspected. A revision procedure was scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure has not taken place. After the revision procedure occurs the device will be returned to boston scientific. Upon receipt the device will under go detailed analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.